Event description:
It was reported that a customer had difficulty making a connection with one colleague administration set. According to the report, the customer stated that the luer lock appeared to be stuck and prevented them from making the intended connection. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review cannot be performed since there was no lot number provided. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample without the original packaging for evaluation. Upon further investigation it was discovered that the product received is not a baxter product. Should additional relevant information become available, a supplemental report will be submitted.